Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 by using s-rom stem (p/n: 900531210) via tha. The patient had felt something wrong on the patient¿s right hip joint and visited the hospital in (B)(6) 2019. It was confirmed that osteolysis at diaphysis and suspected infection. Thus, the surgery was performed on (B)(6) 2019 by washing out, scraping, and treated by indwelling the antibiotic cement beads.